Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported the reservoir compartment was full of insulin and has even gone into the insulin pump, under display screen. The insulin pump had given a motor error alarm.